Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the electronic lot history record and similar incident query for this product was not performed because the part/lot numbers were not reported. Reportedly, the guide wire was used in a pulmonary artery procedure. It should be noted that the hi-torque guide wires for ptca, pta, and stents instructions for use (IFU) states: ¿this hi-torque guide wire is intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). This guide wire may also be used with compatible stent devices during therapeutic procedures.¿ it is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the this was a cardiomems procedure. The cardiomems sensor was implanted in it's intended location; however, the ht steelcore 18 guidewire (gw) became stuck during removal with the cardiomems sensor and pulled the sensor back into the main pulmonary artery during removal. The gw may have looped around the distal loop when backing out the gw. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.